Event description:
I used fixodent sent 1996 until now. While I was using fixodent, I began experiencing numbness and tingling in my hands and feet. Never had this feeling until I started using the fixodent. Didn't know at the time that this product was causing the problem. Went to the doctor for the numbness and tingling. Sent me for testing. Please get the report from my doctor. Dose or amount: denture cream. Frequency: once every 2 days. Route: oral. Dates of use: 1996 to now. Diagnosis or reason for use: to hold my teeth in. Event abated after use stopped: no.